Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The clinical applications specialist (cas) provided feedback on the event. The cas stated that there was a significant corneal opacity seen on the images taken, as well as a circle scan. In addition, it appears that there was iris overlap on the fragmentation. On the circle scan of the corneal epithelium at about zero degree to 90 degrees, there appeared to be haze or opacities contributing to the incomplete capsulotomy. There were photographs attached to the cas report which showed the opacification and the sequential scans to follow. After review of the reported event, there is no evidence indicating that the integrity of the anterior capsule was compromised by the performance of the system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient had an anterior capsule tear on right eye during laser assisted cataract surgery. The procedure was completed the same day. The intended intraocular lens was implanted and patient will be following up with a vitreous/retinal surgeon.